Event description:
It was reported that the user experienced hypoglycemia of unclear cause while using the ilet system, with a documented low glucose value of 40 mg/dl and subsequent troubleshooting and education completed; the event was addressed with oral glucose. Symptoms included low blood glucose. Outcomes included temporary interference with normal activities. Investigation included a review of complaint details and user-reported troubleshooting. Investigation of this case revealed no device malfunction reported and that the event resolved with self-treatment. It was concluded that the event was related to hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.